Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the dent on the instrument channel led to the malfunction of the forceps cannot be inserted smoothly, cause traced to component failure. Based on the results of the investigation, it is likely the corrosion on the scope connector led to the malfunction of noise image, cause traced to component failure. Based on the results of the investigation, it is likely the following led to the malfunction of foreign objects in the nozzle: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had an issue of forceps that cannot be inserted smoothly, a noise image and foreign objects in the nozzle. There was no patient involvement.